Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported the following: "on 4/24 dr (B)(6) performed an angiovac of material in the left atrial appendage on a male patient. This was his second left sided angiovac he has performed. He had received information on how to perform these from a peer to peer with dr (B)(6), facilitated by our medical science liaison (B)(6). He had another physician, dr (B)(6), place a sentinel device and performed the transeptal puncture. Material was removed without complication and the patient was ok after the procedure. I was then informed yesterday by dr (B)(6) that the patient suffered a stroke in the pacu in recovery." Currently, the patient has been moved to a 'regular floor' and has some deficits to one of his hands but, overall, is doing better.

Manufacturer narrative:
The customer's reported complaint description of patient had a stroke post angiovac procedure cannot be confirmed given the patient centric nature of the patient serious adverse event (sae). No angiovac cannula/circuit was returned for evaluation as there was no reported device malfunction or performance issue during the procedure. The target material was removed without complication and the patient was ok after the procedure. The patient suffered a stroke in the pacu in recovery. A device history record (DHR) review could not be performed since there was no reported lot number or device upn. This is the only reported complaint for this patient sae (stroke) for the angiovac product family in the past 15 months, as such, this is deemed to be an isolated incident. Correction/corrective actions: no correction is required since no angiovac cannula/circuit was returned for evaluation as there was no reported angiovac system malfunction or performance issue during the procedure. Distal embolization of thrombus and vascular thrombosis (both of which could contribute to a stroke) and death are possible adverse events that are cautioned in the device directions for use (dfu). This patient serious adverse event is captured in the post market surveillance of the angiovac product family. Labeling review: the angiovac cannula sample was not returned for evaluation since there was no reported device malfunction during the procedure. It cannot be determined if device was used in accordance with its labeling. Directions for use (dfu) that is provided with this device contains the following statements: warnings - selection of the patient as a candidate for use with this device and for such procedures as it is intended is the physicians' sole responsibility. The outcome is dependent on many variables including, patient pathology, surgical procedure, and perfusion procedure/technique. The benefits of use of this device must be weighed against the risks including risks of systemic anticoagulation and must be assessed by the prescribing physician. - as with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with initiating and monitoring extracorporeal bypass and by physicians trained and experienced using surgical and/or percutaneous (seldinger) vascular access techniques. Adverse events this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed. Possible complications include those normally associated with large bore surgical and/or percutaneous vessel catheterization/cannulation, anticoagulation, extracorporeal circulation and application of intravascular introducer systems which include but are not limited to: - arrhythmias. - distal embolization of thrombus. - pulmonary embolism. - vascular thrombosis. - death. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).